Event description:
Pt's reports that their pump snapped and broke near the end of her infusion. No adverse effects or injuries reported due to product issues. Hizentra prefilled syringe is still intact and pt has about an inch of solution remaining. Counseled to manually push about 1-2 ml every minute. Serial number and maintenance due date not provided for pump. Unknown if device is available for return. No further info. Reported to (B)(6) by: patient/caregiver.